Manufacturer narrative:
Eval summary: the shell did contain a protruding wire. The shell was not returned in the initial packaging. By nature of the material, post-mfg handling has the potential to pull up a loose wire. Post-mfg handling may have pulled the wire loose in this case. With the info provided, a definitive root cause for this event cannot be determined. Eval: the mfg records were reviewed and found to be conforming indicating that the device was mfg, inspected, and packaged to spec. No mfg abnormalities could be detected.

Event description:
It is reported that a fiber metal wire was sticking up out of the cup. The surgery was completed with a larger cup.